Manufacturer narrative:
Additional information related to hospitalization event has been received and provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 at 5.00 pm for 4 days. The customer¿s blood glucose level was 640 mg/dl at the time of incident. The customer was treated with intravenous insulin drip. The customer was vomiting all day which led up to event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer were hospitalized due to diabetic ketoacidosis high blood glucose on unknown date. The customer¿s blood glucose level was 500 mg/dl 600 mg/dl at the time of incident and current 254 mg/dl. Customer reported that insulin pump had motor error alarm. Customer reported that the drive support cap was correct. Customer reported that the insulin pump was no dropped or bumped. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.